Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 . [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported by the patient that their blood glucose level went really low and they lost consciousness. The patient stated that the issue was possibly due to controller showing that their blood glucose level was at 132 mg/dl. They did a finger pinch test and that showed that they were at 98 mg/dl. The were taken to the hospital. The patient was provided with intravenous therapy with fluids and glucose. They were released after 1 hour.

Manufacturer narrative:
In the case description, the user mentioned that the bg values on the cgm and controller were higher than a pinch test. Inspection of the android log files downloaded from the returned controller found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the audit logs and phb audit logs showed that the pod on the date of occurrence was paired with a cgm and receiving egvs. The egvs were then successfully transmitted to the controller. The phb data showed that the system was in manual mode on the date of occurrence, indicating that the egvs transmitted by the cgm were not impacting basal delivery. It could not be conclusively determined if the cgm used on the date of occurrence was correctly reading the user's bgs. During the investigation, the controller was paired with an unused pod, which was paired with a cgm tx emulator, and was able to deliver a 5u bolus, switch modes, receive egvs, and deactivate the pod with no issues. As the egvs on the cgm emulator were modified, the controller was able to successfully receive the values from the pod and respond accordingly. The exact cause of the reported cgm issues could not be determined.